Event description:
The device was used to treat a pt. The device was connected to the pt and the pt was determined to be asystolic. External pacing was attempted however, the device gave a leads message and would not start pacing. The electrodes and leads were checked and pacing was attempted a second time. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.